Event description:
It was reported that during preparation for a coronary drug-eluting stenting treatment procedure, a catheter shaft break occurred. During unpacking the shaft of the 2.75 x 12mm taxus liberte paclitaxel-eluting coronary stent system was broken into two pieces. The procedure was completed with another of the same device. No patient contact.

Manufacturer narrative:
Visual and microscopic examination of the device revealed that the hypotube had broken at approximately 77.1 cm distal to the catheters strain relief. The device appeared to have been kinked at the point of separation. The most probable root cause is unknown. A review of the manufacturing records for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution.